Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 584 mg/dl; cause was unknown. Reportedly, the customer changed infusion set and cartridge, then delivered a correction injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.